Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was [eol]. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared [eol] earlier than previously estimated.

Event description:
Boston scientific received information that during a routine device change out procedure, this device was attempted to be interrogated prior to explanted. The device was found to be at end of life (eol) and was unable to be interrogated properly. The device had mode switched from 60-120 due to end of life (eol) behavior and underlying complete heart block. At a previously follow up six days prior, an immediate device replacement was scheduled due to end of life (eol) found during interrogation. The physician suspected premature battery depletion (pbd). The device was explanted, replaced and returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
To date, the explanted device has not been received at boston scientific. Upon receipt this device will be analyzed in an attempt to confirm and determine the root cause of this event.